Event description:
A surgeon reports that a broken haptic was noted after insertion of the intraocular lens (iol). Englargement of the incision was required to accommodate removal of the lens. Additional information has been requested.